Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the patients rv thresholds had been on the rise since the previous office visit. They are waiting to see how the patient fairs before they decide if they are going to change the rv lead.